Event description:
It was reported that during use with the bd vacutainer® eclipse¿ blood collection needle, the sleeve leaked. There was no report of impact to patient or user. This occurred 12 times. The following information was provided by the initial reporter: rubber sleeve leaked. The customer has noticed in use that the sock of the needle breaks in the sleeve significantly more often than normal. So far, we they used about 4 boxes, of which at least 3/50 of each one has broken down already after 6-7 sample tubes. This is worrying and causes both us dangerous situations and discomfort for the customers if we are not able to take all the samples at once. However, the risk of blood infection is high if blood gets splashed/drained on the sampler's hands.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.